Manufacturer narrative:
The internal complaint file # (B)(4) has been logged for this incident for traceability. The ri-2 involved in the incident was not returned to belmont medical technologies for evaluation. The incident was initially reported to belmont by the user on (B)(6) 2024 that there was an incident during a case with the patient in ER. The users did not remember what the error was only that the unit stopped working with the error on screen. The patient was not harmed. Based upon the information provided, belmont documented the incident to be non-reportable at that point. Subsequently, belmont was informed on (B)(6) that the patient was injured. The injury was stated to be a stroke; however it was unclear if the device contributed, which per our procedure requires us to submit a report. The biomed informed us that clinician could not confirm if the belmont caused or contributed to the patient injury. In the event of: "no power or battery run time is too short", the operator's manual provides with the possible condition: "power cord not plugged into ac power. Batteries discharged in dc operation" and the operator action as " change ac power source, check power cord connections. Recharge internal battery by connecting the power cord to the ac line. If the battery run time is less than ½ hour after a full 8 hour charge, call service to replace the rechargeable battery". If the problem is- power off immediately after switch to on. System turns on for 2-3 seconds, then turn off automatically with the possible action "igbt's on driver 'a'and 'b' shorted. Eprom is not seated in the socket properly with the operator action "if the problem persists, power off and service machine." The cited device and disposable set involved were requested to investigate the reported issue. It was determined the disposable set was not available for investigation, and the ri-2 was not provided after multiple requests. It was reported that the biomed at the user facility was unable to confirm any issue while testing the unit with a known good disposable. The reported issue could not be verified and the root cause could not be determined. The device history was reviewed, and no other issues were identified. No further issues were reported. The complaint file may be reopened in the event the device is provided for investigation.

Event description:
There was an incident during a case with the patient in ER. The users did not remember what the error was only that the unit stopped working with the error on screen. The patient was not harmed. The biomed is unable to confirm any issue while testing the unit with a known good disposable set and promised to gather the details of the incident from the users. Awaiting the update.